Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a social media complaint via facebook with the following information. A low readings issue was reported with the adc freestyle libre sensor when compared to the capillary results. Customer reported receiving sensor readings of 40 mg/dl, 45 mg/dl or ¿lo¿ (readings less than 40 mg/dl) message. The customer further reported self-presenting at the hospital where a glucose reading of ¿almost 700¿ was obtained on the hospital¿s meter and was hospitalized. The customer has been hospitalized for 8 days and was still hospitalized at the time of the report. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a social media complaint via (B)(6) with the following information. A low readings issue was reported with the adc freestyle libre sensor when compared to the capillary results. Customer reported receiving sensor readings of 40 mg/dl, 45 mg/dl or ¿lo¿ (readings less than 40 mg/dl) message. The customer further reported self-presenting at the hospital where a glucose reading of ¿almost 700¿ was obtained on the hospital¿s meter and was hospitalized. The customer has been hospitalized for 8 days and was still hospitalized at the time of the report. No further information was provided. There was no report of death or permanent injury associated with this event.